Manufacturer narrative:
Based on the limited information provided by the reporter and no device to inspect, the failure could not be confirmed. However, it was reported that in between the surgical tech handing the implant to the doctor and until the construct was implanted and expanded, the shell was rotated, the likely root cause can be attributed to user error, not maintaining alignment. Additionally, no lot number was provided; thus, no review of manufacturing records could be conducted. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.

Event description:
Accelus was made aware of an issue with an implant. It was reported that dr. Xin did a 2 level l2/3, 3/4 tlif with tihawk7. The first level (l 3/4) went beautifully. The second level - l 2/3, the implant was loaded correctly on the back table and at some point in b/t the surgical tech handing dr. Xin the implant until the implant was implanted and expanded, the shell was rotated and allowed the shim to push through. The implant was not "intact". The doctor realized via x-ray after the implant was expanded. The rep spoke to product management and advised dr. Xin to remove the implant, but after reviewing the films and the considerations of having to open the patient up to do a bigger procedure, dr. Xin decided that the implant was fixated in the disc space and he was locking the construct down with pedicle screws and rods, therefore he chose to backfill the implant with more bone graft and leave the implant in place.